Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Initial reporter full phone number: (B)(6).

Event description:
The complaint/event occurred on an unspecified date approximately around the timespan of october 2024 through november 2024. The issue involved a tego¿ connector that reportedly cracked during patient use. It was also reported as very difficult to remove the tego from the dialysis catheter. The customer reported that this was due to a manufacturing problem. The user facility has been using these 'tego plugs' for hemodialysis for almost 13 years. The customer reported that this is the first time this type of problem has occurred. The facility has not changed the type of dialysis, the catheters, equipment, nor any of the supplies used in hemodialysis. The customer stressed concern about the cracks and that they could contribute to an increased risk of bloodstream infections and air embolisms in patients. The 'tego plug' is the only connector approved for use on patients with dialysis catheters at the facility. Having to apply extra pressure to remove the tego connector leading to the risk of accidental dislodgement of the dialysis catheter was also a concern described by the customer. The problem has been reported as recurrent. There was an unspecified delay to treatment, unspecified and unexpected diagnostic intervention and unspecified patient harm reported.

Manufacturer narrative:
Many images were attached on the complaint record, the photo with the lot number on this complaint was opened and there was not match with the lot on the plastic bag with the lot on the complaint. No additional anomalies were observed. Three (3) used. List #d1000, tego¿ connector were returned for evaluation. As received no significant damage or anomalies on the returned samples was observed. No mating device was returned for evaluation. The 3 samples passed all the test after been tested as procedure. Complaint of cracks cannot be confirmed or replicated. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. Additional information in b5 and h6. D9: device returned to MFR on 4/16/2025.

Event description:
Additional information was received on 10 april 2025 stating that presence of bubbles in the catheter when the lock is closed after injection ns0.9%. Change of tego made before the end date (3 dialysis as recommended by the supplier). Prejudice in terms of the cost of the consumable because change made before the end date.